Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation. The unit presents no monitoring and shows constant alarm transducer fault. Evaluation showed failure on flow differential calibration. It was determined that the failure was on the analog board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 2200 has a transducer fault. As of this time there is no information about patient involvement associated with this event.